Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified, nor could the cause be specified as to why the material was lodged on the device. The event can be prevented by following the instructions for use in chapters: "inspection of the endoscope. Manually cleaning the endoscope and accessories." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera ii duodenovideoscope was a loaner device returned from the customer. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a foreign material stain on the distal end surface. The report is being submitted due to the foreign material stains found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found there was a leak between the distal end and plastic cover, the water mouthpiece was loose, the lever arm was corroded, the adhesives were worn out, the surface stains were likely the result of the leak. This event is under investigation. A supplemental report will be submitted upon receiving additional information.